Event description:
It was reported that this pacemaker was part of a system revision due to a pocket erosion. Reportedly, the patient's pacemaker sticks out on her chest. Upon examination, the pacemaker is still under the skin, causes irritation and rubs on her clothes. No additional adverse patient effects were reported. This pacemaker remains in service.